Event description:
It was reported that a patient dropped and damaged an ilet pump during a fall, after which the device displayed only a lighted screen and would not function; the device was identified by serial number (B)(6) and the issue was characterized as a screen/display failure following physical damage. Symptoms included a broken nose from the fall, while blood glucose was reported as not impacted at the time and the user transitioned to manual injections. Outcomes included no hospitalization related to the device and continued use of cgm on phone or receiver while awaiting replacement. Investigation included triage with troubleshooting and education, verification of shipping for replacement, and instructions for data sync, device shutdown, return, and re-registration. Investigation of this device revealed damage consistent with external impact causing a nonfunctional screen, aligning with a hardware failure of the display/interface due to physical trauma. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage from a fall.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.